Manufacturer narrative:
Concomitant medical product: 5076 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage pacing lead showed noise on the electrogram (egm) and damage to the lead insulation from compression to the implantable cardioverter defibrillator (ICD) was observed. The lead and ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.